Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted. A non-abbott guidewire was also used during procedure. Heparin was administered during the procedure. The patient had an aneurysmal septum, and there was one partial recapture of the device. There was no difficulty implanting the device. Post procedure in the post-anesthesia care unit, the patient became symptomatic and coded. Cardiopulmonary resuscitation (CPR) was performed, and patient was resuscitated. On transthoracic echocardiogram (tte), an pericardial effusion was identified. Patient had a pericardiocentesis, and a drain was placed. 50-60cc of fluid was drained. On the way to the catheter lab for further investigation, the patient went into cardiac arrest again. CPR was performed again, but the patient was unable to be resuscitated and died on (B)(6) 2023. The cause of the pericardial effusion was unknown. Per the implanting physician, the internal jugular (ij) line that was performed during the event lead to a complication that attributed to the patient's death. No additional information was provided.

Manufacturer narrative:
An event of cardiac arrest, pericardial effusion, and patient death after the amulet implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.